Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked. The following information was provided by the initial reporter, translated from chinese to english: and the front end of the indwelling needle leaked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-mar-2023. H6: investigation summary a device history review was conducted for lot number 2281307. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to aid in our investigation. Our engineers noted that during functional testing for the device, that they observed leakage originating through the wall of the y-adapter at the location of the septum. Closer analysis of the septum was unable to identify any abnormalities in the septum adhesive. Based on these observations and the description of the event provided to our facility, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked. The following information was provided by the initial reporter, translated from chinese to english: and the front end of the indwelling needle leaked.